Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had a voltage error. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
An authorized service personnel (asp) was dispatched to the customer site and it was determined that the power management (pm) board needed to be reinstalled to return the device to working condition. The asp tried reinstalling the pm board to resolve the reported issue. The device passed performance verification testing.